Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. The cup, head and liner were removed and replaced. A second revision occurred on (B)(6) 2013 due to loosening of the acetabular cup. It was noted during the procedure three of the four screws in the cup were fractured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, mal-alignment, trauma, non-union, or excessive weight." The following sections could not be completed due to the part/lot information for the three screws was unable to be determined. The following are the possibilities: category number - 103534, lot number - 790700, expiration date - october 31, 2021, manufacture date ¿ october 23, 2011; category number - 103532, lot number - 321660, expiration date - august 31, 2021, manufacture date ¿ august 24, 2011; category number - 103532, lot number - 332570, expiration date - august 31, 2021, manufacture date ¿ august 21, 2011; category number - 103533, lot number - 754600, expiration date - october 31, 2021, manufacture date ¿ october 6, 2011. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03325 / 03326 & 03331).